Event description:
It was reported the lead implant was done one week prior to report and the implantable neurostimulator (ins) placement was scheduled for the day of report and when the health care professional (hcp) took the end cap off of the lead there was a small wire that protruded from the plastic sheath of the lead in a loop. The hcp tried to push the wire back into the insulation. When they pushed the wire, about an inch further up the lead (away from the contacts) the plastic split 2 inches and all of the wires came out. Interventions included the hcp put two boots over the exposed wire and tied them down with a suture and finished the procedure. Impedances showed only one contact with a broken wire. All contacts with 0 were >40,000 ohms when tested at 3.0v and all others were within normal range. The overall outcome was unknown. The ins was not related to the issue. Additional information received on (B)(6) 2014 reported the doctor did not think he cut the lead but there was no way to determine it. The lead was still implanted and only the end cap was returned. The patient¿s therapy would not be turned on for two weeks so their outcome was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0ajew, product type: lead; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_leadcap_acc, serial# unknown, product type: accessory. (B)(4).